Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements, while sensing and impedance measurements were within normal ranges. A lead revision was performed and the rv lead was found to be micro-dislodged. The physician elected to remove the lead and replace it. No additional adverse patient effects were reported.